Event description:
Reportedly, the doctor was re-crossing a stent when this stent tip got caught and pushed the inner catheter and stent back. No pt injury.

Manufacturer narrative:
Eval summary: the examination found the device returned with the red shipping lock still in place, and in the normal position. The outer body appears to be in good condition. There is no stent exposure, although the tip of the guidewire lumen has extended beyond the normal position by about 4mm. It was determined that this condition is due to sheath shrinkage and not the guidewire lumen tip or stent moving prior to delivery. Digital photographs taken of returned device.